Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Relative via phone stated that their wife bought an oral-b bluetooth pro 5000 and the brush head came off of the handle when she was brushing her teeth. No injury was reported.

Manufacturer narrative:
28-jul-2021 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by a breakage of the tip of the driving shaft due to improper consumer handling, storing and cleaning of the product.

Event description:
Relative via phone stated that their wife bought an oral-b bluetooth pro 5000 and the brush head came off of the handle when she was brushing her teeth. No injury was reported.